Event description:
It was reported that the arctic sun device water didn't cool down. As per review of work order on (B)(6) 2023, there was no patient involvement. As per follow up information received via email on (B)(6) 2023, issue was resolved on-site by replaced a mixing pump.

Manufacturer narrative:
The reported issue was confirmed. The root cause was isolated to a faulty mixing pump. The device was evaluated and the reported issue was confirmed as it was noted that the water temperature of t4 was around 4~6. But the water temperature of t1 was not cold down. The evaluation found no other issues with the arctic sun performance. The DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction- d, f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device water didn't cool down. As per review of work order on 11aug2023, there was no patient involvement. As per follow up information received via email on 21aug2023, issue was resolved on-site by replaced a mixing pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.